Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated more than three times; however, during inflation at 20 atmospheres for 30-60 seconds the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.